Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false occlusion alarm was not confirmed during product evaluation. An occlusion alarm was confirmed in the pump's event history, but the appearance of an occlusion alarm in the history does not indicate a failure. The occlusion alarm could not be duplicated. The device met specification for the reported problem. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. A service history review determined that the device has been previously sent into service for the reported condition of "occlusion - false." During previous service the failure was not duplicated and the pump was returned unrepaired. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a flo-gard infusion pump with a false occlusion alarm, which occurred upon device power-up in the pediatrics care area. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.